Manufacturer narrative:
Block e1: (B)(6) section e: this event was reported by the distributor. The physician is: (B)(6) block h6: medical device code a150103 captures the reportable event of bands premature deployment. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle assembly were returned with the device. It was also noted that the ligator head was returned with five bands attached to it and the ligator head did not present any issues. The trip wire was not secured in the handle assembly slot when received and the slack was not taken up correctly. Microscope examination was performed, and there was a cut on the trip wire was using a mechanical tool. Further analysis noted that the evidence of trip wire cut was likely to remove the device from the scope. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot and the slack was not taken up correctly as mentioned in the instructions for use. Failure to follow this step could have caused the trip wire to slip through the handle assembly during deployment and cause an inaccurate deployment of bands. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speeband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6), 2021. During the procedure, an attempt was made to deploy the bands; however, multiple bands were deployed at the same time. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speeband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, an attempt was made to deploy the bands; however, multiple bands were deployed at the same time. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.